Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Device will not be returned.

Event description:
It was reported that the device has missing segments. This is an out of box failure. The biomed suspects a manufacturing defect. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The reported issue that the lvp module missing segments could not be confirmed; no product or device logs were returned for investigation. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 04feb2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device has missing segments. This is an out of box failure. The biomed suspects a manufacturing defect. No additional information was provided. There was no patient involvement.